Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the distal suj. The system was tested and verified as ready for use. Isi has not received the suj for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 40084 pointing to a communication link issue from the axes controller tornado (act) and the axes controller arm (aca) in arm3 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the system had repeated errors on the universal surgical manipulator (usm 3). The customer tried to recover the error repeatedly, before disabling usm 3 and proceeded with the remaining three usms. The technical support engineer (tse) reviewed the system logs and identified repeated errors on usm3 and the distal set up joint (sujd). The procedure was completed with no reported injury. After the procedure was completed, the customer cycled the patient side cart (psc) breaker and pressed the emergency power off (epo) button. The system encountered two recoverable errors after power cycling the system. The customer recovered the errors and the issue was resolved. The tse reviewed the system logs and identified error 40084 pointing to a communication link issue from the axes controller tornado (act) in usm3 distal to the axes controller arm (aca). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information on 29-apr-2022. The system functionality was checked upon powered on the system and the system was initially powered on without errors. The issue occurred ten minutes after the first incision, while docking the instruments. The procedure was completed robotically after disabling usm3.

Manufacturer narrative:
Additional information found in: d9, g3, g6, h3. Analysis information found in: h6, h10. Intuitive surgical, inc. (Isi) received the set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm the reported complaint. When the unit was installed on the system, no errors were triggered. The unit failed at node check, missing mode pertaining to axes controller tornado (act) pca. A golden act pca was installed and it passed all tests. The original act pca was installed and it failed again. The root cause was found to be a component failure.

Event description:
Refer to h10/h11 for follow-up information.